Manufacturer narrative:
Lumenis investigated the reported event by contacting the (B)(6) team. Several attempts have been made to obtain; patient treatment settings, patient information, patient photos by incident forms, which were sent. A lumenis service engineer analyzed the device and found that the tec swm was broken. He replaced the swm and ipl hp and all was working fine according to spec. We have requested the swm and ipl to be sent yok for further investigation. The swm failure issue is being investigated in order to get to the root cause. A lumenis healthcare professional reviewed the reported event details and concluded " in regards to the provided patient treatment-related data (only patient picture available) and to the description of the event, the patient injury, which is circumscribed to one faulty spot size, results from an identified technical failure. The patient sustained a minor injury in the form of a second-degree burn on the upper lip. The adverse event should not lead to a permanent impairment as it occurred on a body location with a beneficial density of adnexal structures that should enhance the wound healing. As it remains unclear which follow-up was provided to the patient and in an abundance of caution, the hazard severity has been rated to 5. While the information received to date does not confirm that a serious injury had occurred, because of the lack of information regarding the swm lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted. The complaint is not reportable to cfda per lumenis (B)(6) qa manager. (B)(6) team updated that "refresher training will be given by the lumenis (B)(6) qa manager to the (B)(6) service organization which will include the topic of prompt reporting of any adverse events they learn about."

Event description:
The complaint was initially opened as a non-safety complaint but on the 30th of august, the chu received a report from (B)(6) that following the m22 treatment a patient was actually burned. No report on a serious injury was initially received. They reported on ipl shot huge energy out then flash lamp off, patient skin got burned switching module igbt was broken down.